Manufacturer narrative:
H.6. Investigation: seven photos were received by our quality team for evaluation. From the returned photos, a needle pierced through the catheter was observed, confirming the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that 3 bd insyte¿ IV catheters were found with deformed tips before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter point was found to be deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte IV catheters were found with deformed tips before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter point was found to be deformed."